Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 79 mg/dl, and the meter bg reading was 51 mg/dl. Reportedly, customer went to the emergency room and was subsequently hospitalized as a result of the inaccurate cgm values. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.